Event description:
It was reported by the rep the ecs25 was used during a hand assisted laparoscopic colon resection. It was reported after firing the ecs and removing the stapler transanally, the surgeon felt around the anastomotic site. On the posterior side of the anastomosis the surgeon felt something catch his glove. Further inspection revealed loose staples in the abdomen, partially closed staples in the bowel, and an incomplete anastomosis. A proximal and distal staple technique was used--no purse string. 4/10/1998 the rep reported the case was converted to open.